Event description:
The retrospective analysis of prospectively collected data article, ¿contemporary comparison of aortic arch repair by endovascular and open surgical reconstructions¿ was reviewed. Over a six year period, ending in 2013, the conformable gore® tag® thoracic endoprosthesis and or gore® tag® thoracic endoprosthesis were used along with other manufacturer¿s devices as supra-aortic trunks implanted during thoracic endovascular aortic repair (tevar). It was reported in the article that two patients experienced gutter endoleaks (ie, secondary to the channels between the chimney and the aortic stent graft). They were managed with early reintervention using embolization or proximal stent graft extension.

Manufacturer narrative:
Date of event is (B)(6) 2014 when the article was accepted. Literature citation: rango pd, ferrer c, coscarella c, musumeci f, verzini,f, pogany g, montalto a, cao p. Contemporary comparison of aortic arch repair by endovascular and open surgical reconstructions. Journal of vascular surgery 2015:01(02): 339-346. A review of the manufacturing records for the device could not be conducted since the lot number is unknown. According to the conformable gore® tag® thoracic endoprosthesis instructions for use, complications associated with the use of the gore® tag® thoracic endoprosthesis may include but are not limited to: endoleak and reoperation.